Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had annular calcium and a large chunk of calcium in the left ventricular outflow tract. A pre-balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. During deployment, the valve non-uniformly expanded (nue) as observed under fluoroscopy. The valve was re-sheathed twice before removal from the patient. A new 27mm navitor vision valve and large flexnav delivery system were prepared. A second pre-bav was performed with a 22mm non-abbott balloon. During deployment, the second valve also nue. The valve and delivery system were removed from the patient. A 23mm non-abbott valve was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable. The user believed the valves nue due to the calcium present.

Manufacturer narrative:
The device was not returned for analysis. An event involving valve under-expansion was reported. A review of the device history record confirmed that all manufacturing and inspection processes were completed as required and that the product met all specifications. The first still image provided suggests incomplete stent opening, but it does not show the valve at 80% deployment or provide an orthogonal frame of reference. The subsequent two images indicate a significant calcium burden in the patient, which is believed to be the cause of the suspected incomplete stent opening (iso). Based on all available information, the reported valve under expansion appears to be related to procedural complications (valve position) and/or patient condition (heavy calcification). However, this cannot be confirmed. There is no evidence of a product quality issue related to labeling, design, or manufacturing.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had annular calcium and a large chunk of calcium in the left ventricular outflow tract. A pre-balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. During deployment, the valve non-uniformly expanded (nue) as observed under fluoroscopy. The valve was re-sheathed twice before removal from the patient. A new 27mm navitor vision valve and large flexnav delivery system were prepared. A second pre-bav was performed with a 22mm non-abbott balloon. During deployment, the second valve also nue. The valve and delivery system were removed from the patient. A 23mm non-abbott valve was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable. The user believed the valves nue due to the calcium present.